Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. During the preparation of the triclip steerable guide catheter (tsgc), it was noted that the rotating valve of on the dilator was turned the wrong direction causing a separation. The physician proceeded with the procedure with a three way stopcock. One clip was successfully implanted. To further reduce tr, an additional clip was inserted. Due to the length of the procedure, the physician decided to invert the clip back into the atrium. It was noted that the fastener on the dc handle was not tighten. While the physician released the f knob and the - knob, the clip jumped back into the ventricle, causing the clip to become caught in the chordae. The physician tried to remove the clip from the chordae, causing the clip to prematurely activate. The clip was only attached to the lock line. The devices were brought back to femoral vein, where it was surgically removed. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined that the reported material separation appears to be related to user technique turning the rotating valve in the wrong direction. The reported improper or incorrect procedure (use after damage) was attributed to the user continuing to use the damaged device. There is no indication of a product issue with respect to manufacture, design or labeling.